Event description:
Reportedly, the activating wheel got blocked during the release of the stent, but the dr. Thought the entire stent was released due to poor visibility of the markers, so he pulled the delivery catheter. It got blocked in the introducer, so he strongly pulled the catheter and achieved its removal. He noticed the proximal part of the stent in the introducer sheath.

Manufacturer narrative:
Device not returned.